Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing poor communication. The caller reported that they were unable to connect to the ins or charge it. The caller confirmed seeing the ¿reposition antenna¿ screen on the ins recharger (insr) and the ¿poor communication¿ screen on the patient programmer (pp). The caller reported that the last time they tried to charge, the ins was not charging the way it was supposed to. They stated that it was taking a long time to charge and the caller had to move the insr antenna around. The caller confirmed that the patient would start a charging session and would not be too concerned with the coupling level. The caller stated that the last successful charge session was sometime over a month ago. The patient became aware they could not charge on tuesday. The patient was redirected to follow up with a healthcare professional. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date year (2018) valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing poor communication. The caller reported that they were unable to connect to the ins or charge it. The caller stated the charger for the device was not working then confirmed seeing the ¿reposition antenna¿ screen on the ins recharger (insr) and the ¿poor communication¿ screen on the patient programmer (pp). The caller reported that the last time they tried to charge, the ins was not charging the way it was supposed to. They stated that it was taking a long time to charge and the caller had to move the insr antenna around. The caller confirmed that the patient would start a charging session and would not be too concerned with the coupling level. The caller stated that the last successful charge session was sometime over a month ago. The patient became aware they could not charge on tuesday. The patient was redirected to follow up with a healthcare professional. No symptoms were reported. No further complications were reported. Follow up was conducted.